Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, the handpiece (hp) was returned for testing on this investigation. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. All relevant complaints found, were reviewed as part of this investigation. The complaint was determined to be relevant to this investigation. The root cause of the relevant complaint is attributed to a nonconforming coil. A visual assessment of the returned sample revealed no obvious nonconformity. The handpiece was connected to a calibrated breakout test box, where the resistance was found to be within specification. The returned sample was connected to a calibrated system. The handpiece was recognized successfully and passed the pre-surgery vit test. However, the probe was not cutting during the probe performance test. Disassembling the handpiece revealed the coil caused the handpiece to get hot. However, how or when the coil became nonconforming remains inconclusive. The root cause of the reported event is attributed to the nonconforming coil. However, how or when the coil became nonconforming remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during surgery, an ophthalmic anterior vitrectomy handpiece was not working. Procedure details and patient impact have not been provided. Additional information has been requested, none received till date. This is the second of two reports received from the same initial reporter.

Event description:
Additional information received indicated that after changing the vitrectomy tip, the issue was resolved.

Manufacturer narrative:
Additional information was provided in section b.5, h.6 and h.11. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. There was no product returned for testing on this investigation. The customer reported event cannot be confirmed. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information received indicates that the event occurred during cataract surgery. No patient harm was reported.